Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The physician was unable to extend the helix in order to affix the lead to the myocardium as a suspected result of nondescript lead damage. No adverse patient effects were reported. This lead was never in service.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position with a bent stylet inserted and lead connector tool improperly attached. Visual inspection found no evidence of dried blood/tissue around the helix. In the condition received the helix could not be extended due to the bent stylet and noted improper engagement of the connector tool. Upon correctly seating the tool on the lead terminal the helix was able to be manipulated and became more responsible upon removal of the bent stylet. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported helix extension/retraction problems.